Event description:
A baxter service technician reported finding a colleague infusion pump with a condition of an "intermittent stop and channel select keys on the pumphead module keypad on channel c". The event occurred during product evaluation. According to the customer, there is not an adverse event, patient injury or medical intervention associated with this report. There is no additional information available.

Event description:
The facility representative reported to the baxter sales representative that two (2) colleague triple channel infusion pumps being used in the same incident both "occluded" during patient use. A triple channel colleague infusion pump alarmed "occlusion" (unknown if upstream or downstream). The pump was swapped with a second triple channel colleague infusion pump and alarmed occlusion again. The facility representative believed that the infusion had never started due to the occlusion alarms. It was unknown to the facility representative which drug was to be infused. The patient was deteriorating at the time of the incident, and recovered after the incident. However, the patient expired sometime thereafter. The reported condition occurred in 2009 in the or (operating room). The customer thinks that the line (unspecified tubing) may have been occluded. The following additional information was received from risk management on 08/25/09. The female patient had a lot of morbidities. It is believed that the pump was infusing critical medications, but names are currently unknown and not listed on the incident report. Risk management at the facility is currently investigating the incident and will provide baxter with more information. The facility has sequestered the pumps involved in the incident and would like an on-site evaluation of them after the facility's investigation. It is unknown if the sets are available. The following additional information was received on 09/09/09 from the facility's risk manager in response to the question "did the access line flush well prior to use?" According to the anesthesiologist who was involved the reply was: "the answer is definitely yes. The line was a central venous line that had a high flow rate as it was being used as a large volume resuscitation line in one port, and the vasoactive agents in the other port. I personally tested the line when the IV pump failed."

Manufacturer narrative:
The following additional information was received on 09/09/09 from the facility's risk manager in response to the question "did the access line flush well prior to use?? According to the anesthesiologist who was involved the reply was: "the answer is definitely yes. The line was a central venous line that had a high flow rate, as it was being used as a large volume resuscitation line in one port, and the vasoactive agents in the other port. I personally tested the line when the IV pump failed." The following additional information was received on 09/11/09. The previous month, the patient arrived to the emergency room from the dialysis center with abdominal pain, diarrhea, and fever. The patient was admitted to telemetry. The following day, the patient was transferred to the intensive care unit (ICU) with a worsening condition. The next day, the patient underwent emergent colectomy due to toxic megacolon - c. Difficile. The patient was transferred back to ICU. The patient went into ventricular tachycardia (vt) arrest with resuscitation. The following day, the family consented to a do not resuscitate (dnr) and the patient expired. A female, had a medical history of severe acute c.difficile colitis, was debilitated and from a rehabilitation center, congestive heart failure (chf), cardiorenal syndrome requiring hemodialysis. The patient has an emergent colectomy as noted above. The patient was a high risk candidate prior to surgery. The cause of death unknown, but the patient has a very large toxic megacolon with ischemia, and vt arrest with resuscitation. No autopsy was performed. An on-site visit was accepted and could be arranged per clinical engineering. The following additional information was received on 09/15/09. The manager of clinical engineering at the facility informed that the on-site evaluation of the pumps could take place on 09/24/09. It is unknown which pump was used first in the incident. The event histories for the pumps have not been downloaded. He has no knowledge about the sets used in the pumps. He states he only received the pumps and does not have the sets the risk manager at the facility informed "meds infusing and information obtained from anesthesia record: lactated ringers norepinephrine levophed 0.4 mcg (illegible) 40 meq kcl vasopressin (illegible) and levophed drip remained during surgery albumin IV gtt adrenaline nahco3 - 25meq cacl - 500mg neosyn 200 ? 200 flagyl 500mg ? Preoperative holding." An on-site evaluation of the pump was performed on 09/24/2009. Evaluation summary: the reported problem was not confirmed or duplicated. The pump passed self-test, keypad and panel lockout switch test, speaker and backup beeper test, pump head module (phm) to pumphead housing alignment test , air in line test, pump mechanism sensor check, upstream occlusion test, downstream occlusion pressure test, the lithium battery & coarse voltage were out of specification. The main battery installed date was 1990; this is a default date and is an indication that the main batteries were discharged to a low level, in addition, there was an fc 199 found in the event history which is also an indication that the main batteries are damaged. The software version for the pump is uim: 5.03.00, uip: 3.06.00, phm: 2.06.00. The pump event history contained events which start in 2009, the unit was powered on and immediately went in fc 199, tubing was unloaded from all three channels and powered off at 12:21:11. The service history review performed on 09/02/2009 indicated that the device has been serviced two times prior to this event. The device has not been previously serviced for this reported condition of "occluded".

Manufacturer narrative:
An on-site evaluation of the pump was offered and is pending the facility's investigation of the incident. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.